Manufacturer narrative:
Follow-up #1, date of submission 10/06/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2015 with the following findings: a review of the pump black box showed no evidence of short battery life. During testing, current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found inside the pump. The complaint of battery life issue was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a battery life issue.